Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the flare was detached and the handle cannula, the key and the dongle shaft were in good condition. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. This was likely due to a supplier manufacturing issue. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the large bowel during a polypectomy procedure. According to the complainant, during the procedure, the snare loop failed to extend out of the outer sheath. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.